Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2022-08941, 2017865-2022-08942. It was reported that the patient presented in clinic with infected device pocket. The atrial lead was explanted and the pacemaker and right ventricular lead were explanted and replaced. Patient was given antibiotics and patient condition was stable.